Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, a stent fracture occurred. Vascular access was obtained via femoral artery. The 85% stenosed, 3x15mm, eccentric, de novo target lesion was located at the severely calcified and mildly tortuous right coronary artery. A <=45 degree bend was noted in the lesion. The lesion was predilated with a 2.00mm x 15mm maverick balloon catheter which reduced the stenosis to 65%. A 3.00x20mm promus element drug eluting stent was advanced to treat the target lesion. While advancing the stent delivery system, resistance was encountered. The physician pulled out the stent delivery system and advanced a non-bsc guidewire to support re-advancement of the stent delivery system. However, before the attempt to re-advance the catheter, the stent strut was noticed to be protruding due to stent fracture. The device was retrieved intact. The procedure was completed with the implant of a 3.0x20mm promus element stent, a 3.5x16mm promus element and postdilaion with a 3.0x15m quatum apex. No patient complications reported and the patient's status was stable.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, a stent fracture occurred. Vascular access was obtained via femoral artery. The 85% stenosed, 3x15mm, eccentric, de novo target lesion was located at the severely calcified and mildly tortuous right coronary artery. A <=45 degree bend was noted in the lesion. The lesion was predilated with a 2.00mm x 15mm maverick balloon catheter which reduced the stenosis to 65%. A 3.00x20mm promus element ¿ drug eluting stent was advanced to treat the target lesion. While advancing the stent delivery system, resistance was encountered. The physician pulled out the stent delivery system and advanced a non-bsc guidewire to support re-advancement of the stent delivery system. However, before the attempt to re-advance the catheter, the stent strut was noticed to be protruding due to stent fracture. The device was retrieved intact. The procedure was completed with the implant of a 3.0x20mm promus element stent, a3.5x16mm promus element and postdilation with a 3.0x15m quantum apex. No patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination of the device found the device was returned to the complaint investigation site with stent damage. Stent struts on the fourth and seventh most proximal rows were bent outwards. Furthermore, the entire stent was bent slightly. No kinks or damage were noted along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Solidified blood was present within the guidewire lumen, therefore indicating the device had been used in vivo. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).